Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. One device had a bent component; the device could not be repaired and was not returned to service. One device had a malfunctioned electrical component. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the scale was inaccurate. No patients were involved.